Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. The patient is also reported to have experienced mental anguish related to the filter. The medical records indicated that the filter was placed due to recurrent deep vein thrombosis (dvt) and pulmonary emboli (pe). The patient¿s current episode of pe has resulted in massive clot burden. The filter was placed via the right internal jugular vein, after attempts to cannulate the right femoral vein were unsuccessful. The filter was deployed in the infrarenal position. Post-procedure inferior venacavagram was performed and demonstrated the filter to be in good position. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and section was updated to include the medical records along with the initial procedure and the event date. As reported in the patient profile form, the patient is also reported to have experienced mental anguish related to the filter for daily fear that the filter may malfunction, knowing that if it does, little can likely be done. The medical records indicated that the filter was placed due to recurrent deep vein thrombosis (dvt) and pulmonary emboli (pe). The patient¿s current episode of pe has resulted in massive clot burden. The filter was placed via the right internal jugular vein, after attempts to cannulate the right femoral vein were unsuccessful. The filter was deployed in the infrarenal position. Post-procedure inferior venacavagram was performed and demonstrated the filter to be in good position. Patient's dob was also updated.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. As reported in the patient profile form, the patient is also reported to have experienced mental anguish related to the filter for daily fear that the filter may malfunction, knowing that if it does, little can likely be done. The medical records indicated that the filter was placed due to recurrent deep vein thrombosis (dvt) and pulmonary emboli (pe). The patient¿s current episode of pe has resulted in massive clot burden. The filter was placed via the right internal jugular vein, after attempts to cannulate the right femoral vein were unsuccessful. The filter was deployed in the infrarenal position. Post-procedure inferior venacavagram was performed and demonstrated the filter to be in good position.